Manufacturer narrative:
The patient's exact age is unknown, however, it was reported that the patient was above 18 years old. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-13898 and 3005099803-2013-13855 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when tracking the peg tube over the guidewire the tube would not advance past the point of the transition zone between the hard and soft plastic. A second endovive standard peg kit push method was used, however, the same issue occurred. A needle was used to enlarge the hole of the peg tube. The procedure was completed with the second endovive standard peg kit push method. There were no patient complications reported as a result of this event.